Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised left and right motor gearbox brakes are not holding, chair continues to roll.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that both brakes on the right and left motors engaged/disengaged properly and were within specifications during the static torque test, which does not confirm the original complaint issue of brakes not holding.

Event description:
Dealer advised left and right motor gearbox brakes are not holding, chair continues to roll.